Event description:
It was reported that during the procedure in an unspecified, heavily calcified coronary vessel, the 2.5 x 15 rx voyager dilatation catheter was advanced with resistance due to the anatomy, and crossed the lesion. During the first inflation of the balloon at unspecified atmospheres, the physician noted contrast leaking from the balloon. Balloon rupture was suspected. The dilatation catheter was removed from the anatomy and another unspecified balloon was used to complete the procedure. There was no adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the reported rupture was confirmed. Based on visual and scanning electron microscopy analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.